Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgement via x-ray photo. It was noted a revision procedure was a ttempted, but the physician commented that the tissue had fallen apart into fragments when the site was sutured. It was noted the patient had recently experienced a myocardial infarction, and as a result, due to the condition of the patient's heart, the re-operation procedure was postponed to a later date. The rv lead remains in use. No patient complications have been reported as a result of this event.